Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of lower peep (positive end expiratory pressure) than set and displaying a "patient circuit disconnect" alarm was confirmed. The asp replaced both the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm and ift.